Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer, who reported that they had tried restarting the system multiple times, but the issue had persisted, and the system screen was stuck on the 00:00 countdown page. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions and review of the system logs identified multiple communication errors. Visual inspection found that the main power distribution unit (mpdu) had burnt marks on it. It was determined that the mpdu power supply was the cause of the issue. The fse replaced the mpdu. The mpdu was returned for analysis and analysis confirmed the reported issue. Burning and spark erosion was seen inside the mdpu. After replacing the mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.